Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
A 24mm amplatzer septal occluder (aso) was successfully implanted; however, the next day a chest x-ray revealed the aso had embolized into the pulmonary artery. The patient returned to the cath lab where the 24mm aso was percutaneously removed. A 30mm aso was attempted but had to be re-sized. A 34mm aso was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The 24mm aso was returned to sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation. The cause of the reported event remains unknown.